Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt thumping in the stomach two days after implant. The setting was adjusted and the thumping stopped, then thumping came back when the patient went to sleep. The lead remains in use. No further patient complications have been reported as a result of this event.